Manufacturer narrative:
Review of pre-implant sizing and 3d film report revealed that the patient had a short, angulated and conical neck. The neck diameter ranged from 25 ¿ 24 ¿ 26mm over the 11mm neck length. The exact amount of infrarenal neck angulation could not be determined but appeared to be >60deg. The neck also contained thrombus and areas of calcification. The aaa max diameter measured 5.9 x 5.7cm. The right common iliac artery range from 29 ¿ 16 ¿ 14mm and the left common iliac artery diameter was 22 ¿ 14 ¿ 12mm, and both common iliacs were calcified. The access vessels were noted as challenging; calcified and tortuous external iliacs; 4 x 6.5 ¿ 10mm on the right and 6.5 ¿ 10mm on the left. The exact cause of the proximal type I endoleak seen at implant could not be determined from the images provided. Films during implant were not available for review and the endoleak could not be assessed. It is possible that implanting within the angulated neck and implanting the bifurcate 3 ¿ 4mm lower than intended may have contributed. Images during implant of the aortic cuff and aptus endoanchors were not provided.

Event description:
Additional information was received for this case. The aortic neck angulation was 65-70 degrees. It was reported that a recent CT was reviewed and noted that it appears that a type ia endoleak is starting coming from the left side of the proximal neck. This is due to the greater curvature of the proximal neck. The neck angulation was about 65-70 degrees. The patient will be monitored.

Event description:
Additional information was received for this case. It was reported that a recent CT revealed a type ia endoleak from the left side of the proximal aortic neck. The type ia endoleak is due to the greater curvature of the proximal aortic neck. The aortic neck angulation was about 65-70 degrees. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type I endoleak was coming off of the greater curvature in an angled aortic neck. The main body landed 3-4mm lower then intended. An aortic cuff was implanted which reduced the type I endoleak but it was still present. 3 aptus endoanchors were then implanted on the greater curvature and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.